Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and helix issues during implantation. Upon initial placement the thresholds were noted to be 3v and the physician decided to reposition the lead but experienced difficulties extending the helix mechanism. The helix mechanism was reported to be turn over 20 times to retract after another two repositioning attempts. The physician decided to remove and replace the lead with the same model and this new lead was successfully placed prior to pocket closure. No adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and helix issues during implantation. Upon initial placement the thresholds were noted to be 3v and the physician decided to reposition the lead but experienced difficulties extending the helix mechanism. The helix mechanism was reported to be turn over 20 times to retract after another two repositioning attempts. The physician decided to remove and replace the lead with the same model and this new lead was successfully placed prior to pocket closure. No adverse patient effects were reported. The device is expected to be returned for analysis. The device was subsequently returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was extended and dried blood, body fluid was noted in the helix housing. Testing was completed to assess lead electrical performance, inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of high capture thresholds. Based upon the clinical observations and the laboratory findings, we believe that body fluid inside the helix housing may have contributed to the irregularity in helix function.